Manufacturer narrative:
No failed battery or weak battery alarms were noted. All operating currents were within specification. The pump passed the displacement and self tests. No unexpected low battery or off no power alarms were noted. No unexpected restart was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer intermittently received failed battery alarms. Customer's blood glucose was not reported. It was also reported that customer experienced unexpected restarts. Customer was advised that insulin pump would be replaced.